Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received results of 53 and 56 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The tests strips and meter are to be returned for evaluation. Replacement products were sent to the customer.